Event description:
Bad seals and trigger operation. Fs log # (B)(4). Wallach ultra freeze 900076 (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Bad seals and trigger operation. Fs log # 99228. 1216677-2022-00280 wallach ultra freeze 900076 e-complaint-(B)(4).

Manufacturer narrative:
Investigation x-review DHR x-inspect returned samples *analysis and findings complaint (B)(4). Distribution history: the complaint product was manufactured at csi on 09-nov-2018 under work order (B)(4) and sold on 26-apr-2019. Manufacturing record review: DHR-234247 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no service history record found for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. However, based on log 99228 this unit was at csi on 04-oct-2022. Visual evaluation: visual examination of the complaint product revealed that the o-ring seal was missing. Functional evaluation: complaint product was functionally evaluated and found not to function properly. Unit was leaking. Root cause: while no definitive root cause could be reliably determined, the potential cause may be that the o-ring seal broke and fell out. *correction and/or corrective action the complaint unit was repaired and returned to the customer. The o-ring seal was replaced. The unit was tested and found acceptable. Coopersurgical will continue to trend this complaint condition. No further training required at this time. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.